Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. The share log was reviewed and confirmed the complaint. The probable cause was determined to be transmitter fatal error. The reported event of a pairing loop is reportable based on the finding of a fatal error. No injury or medical intervention was reported.